Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 mcg/ml concentration at 99.97 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the healthcare professional (hcp) opened spine incision because of cerebrospinal fluid (csf) leak and put purse strings around the catheter entry point into the spine and reckless incision. Environmental/external/patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting was not applicable. Surgical intervention occurred. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was clarified that "reckless incision" should have said reclosed not reckless.